Manufacturer narrative:
The tech found the siderail latch cover was bent which prevented the siderail from latching. He replaced the latch cover to repair the bed.

Event description:
Info received indicates the left foot siderail is not locking properly.